Manufacturer narrative:
The field service engineer troubleshot the intermittent no fluoro issue to the sedecal generator. Fse replaced aec control board and the atp console board. Fse tested all x-ray/fluoro functions and completed the hut dr system service checklist. The system was returned to full service.

Event description:
On 04/13: customer report pt under general anesthesia when fluoro failed. Customer would provide no pt or procedural info other than to say pt was moved to another room; procedure was completed. No reported injury.